Manufacturer narrative:
Olympus made multiple follow ups by telephone and in writing to obtain additional information regarding the report, but limited information was provided by the user facility. The user facility requested that only a standard device evaluation should be performed on the reported scope and declined the laboratory testing. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practices and to provide a reprocessing training if necessary. To date, the ess visit has not been finalized. The scope was returned to olympus for evaluation. A boroscope was used to inspect the biopsy channel and suction channel of the scope. There were dried water stains and scrape marks found on the interior wall of the biopsy channel. No issues found inside the suction channel. In addition, the distal end of the scope was inspected using a microscope and found a brownish stain on the z-block next to the metallic control body. Deep scratches were also noted on the distal end cover. Brownish stains were also found inside the light guide lens. The bending section glue was found with scratches and discoloration (white). The scope was serviced and returned to the user facility. Based on the evaluation findings, the cause of the reported event is likely attributed to insufficient maintenance of the device. The instruction manual for use provides several warning and caution statements in an effort to prevent cross contamination and device damage. ¿before each case, prepare and inspect this instrument as instructed. If the irregularities are suspected after inspection, follow the instructions given in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. This instrument was not cleaned, disinfected or sterilized before shipment. Before using this instrument, reprocess it according to the instructions given in the endoscope¿s companion manual, the reprocessing manual whose cover lists the model of your endoscope.¿

Event description:
Olympus was informed that the scope failed bacterial test. It is unknown what type of bacteria the scope tested positive for. The scope is reprocessed in an olympus oer-pro automated endoscope reprocessor (aer) machine. The user facility has four oer-pro machines on-site (serial number: (B)(4)). No problems noted with the oer-pro machines. Preventative maintenance on the oer-pro is completed yearly (july of each year). There was no patient infection reported.